Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report hospitalization due to diabetes ketoacidosis. Customer had been experiencing nausea, vomiting, excessive thirst and abdominal pain. Customer was admitted into intensive care unit. Blood glucose level at time of hospitalization was 603 mg/dl. Hospital treated customer by insulin drip and manual injections. Customer reported that the tabs that connect the infusion set to the insulin pump had broken and the cannula was bent. Nothing further reported.